Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 2 ml juvederm ultra plus xc in the nasogenean groove. Botox 63u concomitantly injected. Injections completed while patient was being treated for an asthmatic crisis (not related to dermal filler). Patient experienced an allergic reaction in the injecting site the day of injection. The following day patient developed erythema at injection sites and then facial edema and slight erythema (angioedema). Oral montelukast provided as treatment. Symptoms were not solved yet.